Event description:
It was reported that device contamination occurred. During preparation, foreign material was observed on the pullback sled. The pullback sled device pouch and packaging were not damaged. The device was discarded and another new pullback was used to complete the procedure. The procedure was completed and no patient complications were reported.